Event description:
International customer reports that a patient underwent a bilateral epiphysiodesis in 2007. The patient subsequently presented with a reaction described as small bubble-like abscesses reported as cold and itchy. The abscess was surgically removed the following month.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.